Event description:
Patient reportedly received the following results on the inform system within 10 minutes: 25 mg/dl and 282 mg/dl. The patient was treated with dextrose after receiving the result of 25 mg/dl. No adverse event reported. At a different time, caller states that a patient reportedly received the following results on a meter, compared to lab results, within 10 minutes: 184 mg/dl (inform meter) and 97 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.